Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the compressor printed circuit board (pcb), and compressor solenoid printed circuit board (pcb), which resolved the reported issue.

Event description:
It was reported that the ventilator compressor was inoperative. The ventilator was not in patient use at the time of the event.